Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient visual acuity seemed to had a light smokey haze. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as lens causing visual disturbance. Additional information received and reported that the iol was exchanged for the different lens model with half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient visual acuity seemed to had a light smokey haze. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as lens causing visual disturbance. Additional information was requested.